Event description:
It was reported that during a lap nissen procedure the device and the handpiece were working intermittently with the hand switch buttons. There was no instrument error code given during this issue. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.